Event description:
During a proctoring session in 2004 to implant a 35mm pfo-hde device in a pt, difficulty was experienced while attempting to cross the defect. During the advancement of the sheath into the left atrium, perforation of the left atrial wall occurred. The pt developed pericardial tamponade requiring emergent pericardiocentesis and drainage. The pt was stabilized and sent to the o.r. For surgical repair of the left atrium. The device remained implanted and the pt was recovering.